Event description:
Report for pt 2 of 3: 2.2 inr with protime system vs. 1.4 inr with unspecified reference lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Method: no product returned from user facility. Results: customer complaint could not be confirmed.